Event description:
It was reported that during an adrenalectomy procedure, the tissue pad melted and became dislodged. The tissue pad fell into the sterile field and not into the pt. They completed the procedure with a new like device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.